Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used during an esophageal stenting procedure performed on (B)(4) 2014. According to the complainant, the stent was placed to treat a stricture in the lower esophagus due to cancer. Reportedly, the patient¿s anatomy was not tortuous. During the procedure, when the physician deployed the stent, it was deployed above the stricture and was not on the desired location. The stent was successfully removed from the patient using a rat tooth forceps. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.